Event description:
It was reported that an ilet insulin pump developed a cracked screen that prevented use of the top-left and top-right buttons, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included continued glucose management using backup therapy without alarms, hospitalization, or medical intervention. Investigation included collection of device history and user reports, verification of shipping information, and instructions for data sync, device shutdown, and return. Investigation of this case revealed physical damage to the pump¿s display assembly leading to impaired user interface function, consistent with screen breakage of the external casing or display component, with no evidence of dosing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from use conditions.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.